Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer stated they were getting air bubbles when filling reservoir with insulin. Customer was assisted with troubleshooting for air bubbles. Approximate size of air bubbles is big bubbles. Air bubbles were noticed during filling process and was located at top of reservoir. It was reported that customer had not currently experienced air bubbles and reported the past event. The product was returned for analysis

Manufacturer narrative:
Findings: evaluated 1 random seal reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.conclusion: no air bubbles. Evaluated 3 open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.